Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of live video output failure could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No power or signal loss occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected with no video loss or interference. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include the use of certain cleaners or soaking agents that leave a clear residue on the metal portion of the connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that when device activates the screen goes black. No patient injury was reported.